Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/31/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) how much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date of reoperation mesh location and integrity? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure on unknown date and the mesh was implanted. On (B)(6) 2017 the patient underwent a re-operation due to recurrence. Additional information has been requested.